Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-08266. It was reported that catheter entrapment occurred. The 90% in stent restenosis target lesion was located in the non-calcified and mildly tortuous right coronary artery (rca). The comet pressure guidewire was initially used in the left anterior descending (lad) artery. The wire was then moved to the rca, multiple balloon dilations were performed over the comet wire. Following dilation performed with a nc quantum apex balloon catheter the catheter became stuck on the wire and it was noted that the 12cm of the distal end of the comet wire was fractured inside the guide catheter. A balloon catheter was inserted into the guide catheter and the detached distal end of the wire was trapped and the complete system was removed from the patient. The lesion was re-wired with a non-bsc wire and the procedure was completed. No patient complications were reported and the patient status is fine.